Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to noise on right ventricular channel. A possible connection issue or lead damage was noted. Further lead integrity check was recommended. Patient later expired unrelated to device system, non-cardiac.